Event description:
It was reported to philips that the system gave an alert indicating the user only had partial movement of geometry. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned diagnostic procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on-site and confirmed reported issue. After reviewing the log, fse confirmed that reported malfunction. Upon troubleshooting, fse found the issue was caused by a defective power supply unit. To resolve the issue, fse temporarily adjusted the malfunctioning power supply connection to deliver necessary voltages and then the defective power supply was replaced and return the part for further analysis and there is an electronic defect of component. After power supply was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.